Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting at least 1.5 months prior to the report, confirmed as 2018, the patient started getting little jolts like stabbing pain at the incision site and in the left hip. It wakes her up out of sleep. It is excruciating at times and uncomfortable. Her whole left side of her hip feels like it is dead and numb. She has never had this feeling before. The patient has a meeting on (B)(6) 2018 to diagnose. The patient mentioned that she only has one group programmed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient followed up with her pain physician on (B)(6) 2018. The rep reported that the jolting sensation had not been resolved, but the patient had this sensation along with the numbness in her hip regardless if the stimulator (ins) was on or not. The rep reported that the cause had not been determined but did seem to be related to the device. No further complications were reported.